Manufacturer narrative:
Pr 8830954 follow up MDR for device evaluation/additional information: three cases of unused product was provided to our quality team for investigation. All product was visually inspected, no damage or defects were observed and all stoppers were properly assembled. A device history review was performed for the reported lot 2305771, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All returned samples underwent these same tests and found product met required specifications. Give there was no visible damage or defect within the product and device records did not reveal any quality issues, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. Additional information: initial MDR submitted with annex e2401 and annex f24. Customer response indicated no patient harm, therefore annex e/f updated to reflect. H3 other text: see manufacturer narrative.

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the black elastomer on the plunger was found to be leaking on 3 syringes from the same batch. When the syringes were filled with cytotoxic agent, drops leaked from the plunger. The department was obliged to use another iot to prevent this risk. Sample available: no (cytotoxic contamination) - no photo available. The department that encountered this problem isolated the batch for which the defect appeared on three occasions. This represents a quantity of (B)(4) units. Additional response from customer: there were no direct clinical consequences, but treatment had to be interrupted until a new batch of syringes could be replenished from our pharmacy (several kilometres away from the treatment department).

Event description:
It was reported while using bd plastipak¿ syringes leakage occurred. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the black elastomer on the plunger was found to be leaking on 3 syringes from the same batch. When the syringes were filled with cytotoxic agent, drops leaked from the plunger. The department was obliged to use another iot to prevent this risk. Sample available: no (cytotoxic contamination) - no photo available. The department that encountered this problem isolated the batch for which the defect appeared on three occasions. This represents a quantity of 240 units.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.